Event description:
The customer provided a medwatch form 3500a in which it was reported that a patient experienced left chest discomfort, tingling, and was unable to take a deep breath,which they attributed to the anticoagulant citrate dextrose (acd) solution used during a leukopheresis procedure. The patient was symptom-free prior to leaving the center. Patient weight is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed due to a patient reaction for which it is unknown if medical intervention was required.

Manufacturer narrative:
Investigation: per the customer, the patient was also receiving provene (sipuleucel-t)suspension, 250ml infusions on (B)(6) 2013, but did not experience any symptoms during those treatments. The lot # of the implicated acd is 13bc3035b. (B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, first time procedure patient's reactions may occur in approximately (B)(4) of procedures, and (B)(4) of procedure patients experience reactions to citrate, based on the results of a survey of therapeutic procedures. The cobe spectra system has many safety features. A donor and/or patient reaction can occur rapidly, however. It is imperative that the operator continuously monitor the cobe spectra system and the donor and/or patient. Root cause: this disposable set was unavailable for specific root cause analysis. Based on information provided by the customer, it is possible that the patient exhibited an allergic reaction to acd-a and/or eto.

Event description:
Patient weight is not available per the customer.